Event description:
It was reported that the patient died approximately 4 months following the implant of the implantable pulse generator (ipg) system. The death was unwitnessed while the patient was sleeping. Cause of death was unknown. It was unknown if the death was related to the ipg system. The patient was a participant in the panorama ii study. No additional details are known.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).